Event description:
Caller states he tested 8.0 inr on the coaguchek s system and 4.4 inr on a comparison lab. Caller was advised to skip his coumadin dose for the next day based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).